Event description:
Additional information received indicated noise could be reproduced during provocative testing performed at the patient's next in clinic follow-up. The device was reprogrammed and lead revision is now anticipated to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.